Event description:
I purchased tripollarbeauty's tripollar stop x, a tool that allegedly uses third generation radio frequency to boost elastin and collagen production, tighten the skin and diminish fine lines by encouraging the muscles to tighten, creating a more lifted appearance. The company states that 80% of participants showed an improvement in the appearance of fine lines and wrinkles. Tripollar also stated that the product was safe to use if you had melasma and would not worsen the condition. After using the product, I noticed a darkening in my skin which my dermatologist stated was a worsening on the melasma in my skin due to the heat from the tripollar device. I also experienced a "shock" like occurrence which was not only painful but caused severe migraines shortly after. When I contacted the company, they denied my return and refused to accept the product back in order to research the issue further. FDA safety report ID# (B)(4).